Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of kidney failure, sinus issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney failure and sinus issues related to a CPAP device's sound abatement foam. The reported event of kidney failure and sinus issues and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as possibly related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging eye irritation which has began a couple months ago which he has to use eye drops for, visualization of particles in airway from device that is related CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the following from and external and internal inspection: broken ui (users interface) knob, air outlet port, air inlet, pca dust like contamination on it. Dust like contamination on the top of the blower box lid, top of the blower motor, blower box and bottom enclosure. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacturer observed, flip lid seal had unknown contamination on it. White and brown dust-like contamination, throughout humidifier enclosure. Unknown white dust-like contamination on and under the heater plate and on the dry box seal. Potential tan mineral deposits on the water tank pan. Significant build up observed inside water tank. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes there was no evidence of sound abatement foam degradation and one is no visible damage or functionality failures of the device. The manufacturer observed dust contamination was in the external to the device and are consistent with being from an external source. In this report, section h6 has been updated.